Manufacturer narrative:
Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report. Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report.

Event description:
In this event it is reported that reciprocal blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.